Event description:
The patient was implanted on (B)(6) 2023. The patient elected device explantation due to the patient reporting plateau in improvement. The ipg was explanted, and the lead was cut at the bifurcation. The explant procedure occurred on (B)(6) 2026. The device will not be returned.